Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the j702 trunk cable connector was corroded on the distribution node (dn) pca board. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the corroded connector. The root cause of the corroded connector is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing code 204.